Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Current repair: product evaluation: product review of the electric dermatome serial number (B)(6) by chemtronics on (B)(6)2020 revealed that the power cable is damaged and needs to be replaced and the unit is out of calibration. Product repair: repair of the device was performed by chemtronics on (B)(6) 2020 which included replacement of the following: power cable, switch, plug harness assembly, spring seal, vespel bearings, set screw, external e-ring. Additional repair included recalibration. The device, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an investigation of this device is completed, a follow-up/final report will be submitted. Telephone number: (B)(6).

Event description:
It was reported that during sterilization, it was noticed there was a break in the device's cord. There was no harm or delay. No adverse events were reported as a result of this malfunction.